Event description:
It was reported that the irrigation pump of the 230v console stops working. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The reported event irrigation not working was not duplicated and no failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. The device was cleaned, lubricated, and adjusted.

Event description:
It was reported that the irrigation pump of the 230v console stops working. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The console 230v passed all functional testing. A follow up report will be filed when the universal handpiece and tubing are returned and after a quality investigation has been completed.